Event description:
The lead was repositioned due to dislodgement. Patient was reported to be in good condition after event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.